Manufacturer narrative:
Return request has been sent to the representative. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Was reported that lead was unable to be successfully implanted due to lead damage. No adverse patient effects reported.